Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported to a company representative on that a recently implanted patient developed an infection. The patient visited the neurologist on (B)(6) 2018 and there was suspicion of either an allergic reaction or infection. After blood results, the patient was sent back to see the neurosurgeon for infection. The vns system was totally explanted as an abscess was detected and the patient was put under antibiotics. The lead and generator were explanted. Review of the manufacturing records for the lead and generator confirmed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.